Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that yesterday his sensor was reading low and instead of checking his blood glucose level with a finger stick he began to eat. His blood glucose level went up to 500 mg/dl. The customer treated his high blood glucose level with 12 units using the insulin pump. The device was not returned.